Event description:
Medtronic received information regarding a thermal therapy system being used in a laser interstitial thermal therapy procedure. It was reported that there was an out of box issue with an instrument. During a case and removing instruments from the packaging, the instrument had a crack. The site opened up another instrument and proceeded with case. There was less than an hour delay to the case. No reported impact on the patient. Additional information was received that the crack in the bone anchor was notice during case setup and had no patient interaction. It was the white part of bone anchor, between the wings.

Manufacturer narrative:
H3) the instrument was returned for analysis. As reported, the returned anchor had a crack in it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.